Manufacturer narrative:
Trackwise #(B)(4). H-3 corrected from "device not returned" to "yes". The investigation has been started since the complaint was received, and the following contents has been conducted: 1. Analysis of production: (3331/213 & 67): the DHR of the reported lot 3000157058 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the knob can be tighten and also can tighten the link arm. 2. Trend analysis: (4110/213 & 67): in the last 12 months from 08-oct 2020 to 08-oct 2021, the occurrence rate is (B)(4). No same failure was feedback for this reported lot 3000157058. Historical data analysis: (4109/213 & 67): the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213& 67) 3. Returned product evaluation: the device was received on nov. 25th 2021, the following contents have been done: 1) physical inspection: no visual defects were observed on the product; 2) functional test: tighten the knob to click for 10 times and checked no flexlink arm moving. Assemble the device securely onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever, tighten the knob to click for 20 times and checked no flexlink arm moving. 3) mechanical test: further tests were performed for this reported sample to verify the mechanical performance, including ¿arm hold strength¿, ¿post to socket joint hold strength¿, and ¿cable tension¿, all tests indicated pass which is with stable mechanical strength. 4) disassemble and examine the assembly according to the applicable instructions found in the manufacturing process instructions knob assembly mp-bh-0005. It is found that the relevant components ¿dimensions are well within drawing specification. 5) verify 2 to 4 threads of the acme screw are exposed past the housing mount. It shows about 3 threads out of the housing mount, the returned product is conforming to this requirement. 6) check the pilot crimping and its position, the pilot crimping is conforming, without defects on it, and its position is there without moving. Based upon the above evaluation, it¿s indicated no any moving of the arm under the situation of knob tightened for the reported device. The arm is acting normally based on the investigations. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the knob can be tighten and also can tighten the link arm. There¿s no deficiency identified from production relevant to the mechanical issue- knob difficult/ unable to tighten-arm prior to this complaint. It is not indicated that it is the product problem, and also not indicates a manufacturing defect caused or contributed to the reported failure during the investigation. Reviewing complaint history, the occurrence rate is about (B)(4), which is under the anticipated o=1 (< 0.1%) and risk is considered as low. Since the event occurred during the use of the device and the procedural operation is unavailable for review, it is not possible to determine if the device was used in accordance with the labeling in regards to the reported failure. It¿s more probable that customer did not tighten the knob to peak during using. The trend regarding the flexlink arm moving failure will be kept in monitoring. Based the returned condition of the device and results of the investigation the reported complaint was unable to be confirmed. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I positioner. A phenomenon occurred in which the positioner could not be fixed sufficiently. Even if the arm is fixed, there is looseness, which means that even if you lift the apex with a positioner and turn the knob, the arm will loosen and you will not be able to maintain it in the position you want to fix firmly. (Phenomenon that the arm moves). The product has been used as it is and the surgery has been completed. No effect on the patient.